Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were harder to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched and harder to read. Customer stated that the rewind grinds a little toward the end and volume was lower on it. Customer stated that the up and down buttons were wearing out. The insulin pump will not be returned for analysis.